Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical tests performed, including capture test under nominal conditions indicated normal capture results. Further evaluation including sensitivity test under field settings found no anomaly, and visual inspection the header and connector detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the pacer was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Implant date is estimated to have occurred in 2017.

Event description:
It was reported that inadequate capture resulting in loss of capture was observed on the device. During the revision procedure, different lead positions were attempted and the capture threshold was not appropriate. The device was explanted and replaced to resolve the event. The patient was in stable condition.